Event description:
It was reported that the customer had display anomaly on the insulin pump. Customer stated sometimes that the screen on the insulin pump black out like if you were pressing against the screen. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.